Manufacturer narrative:
Analysis of the device, serial # (B)(4), found no anomaly. Analysis of the plug, product #3550-29, found no anomaly.

Event description:
Additional information received reported that the patent never had therapeutic effect and was unable to adjust stimulation. Diagnostic testing/troubleshooting was performed with respect to the adaptive stimulation dysfunction. There were no patient symptoms/injuries related to this event.

Event description:
It was reported that the implantable neurostimulator (ins) stim adaptive function was programmed but the ins did not "fire" in the lying position. In other positions there were no problems. The patient outcome was reported as it was not expected to change the hardware. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.